Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the device would not cut and it was unknown how the case was finished. There was no consequence to the pt.